Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm epic valve was selected for implant. The valve was implanted and secured with corknot sutures, but after coming off bypass, the leaflets weren't opening or closing resulting in moderate regurgitation. Valve was explanted and replaced with another e100-31m to resolve the event. The patient remained hemodynamically stable throughout the procedure, but there was a delay due to as second cross clamp being done. Patient stable and recovering.

Event description:
It was reported that on (B)(6) 2022, a 31mm epic valve was selected for implant. The valve was implanted and secured with corknot sutures, but after coming off bypass, the leaflets weren't opening or closing resulting in moderate regurgitation. Valve was explanted and replaced with another e100-31m to resolve the event. The patient remained hemodynamically stable throughout the procedure, but there was a delay due to as second cross clamp being done. Patient stable and recovering. 29 aug. 2022 dek.

Manufacturer narrative:
An event of the leaflet not functioning as normal was reported. No anomalies were found with the valve leaflet, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.